Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d5, e1, e2,e3,e4.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) reported that when powered on, it beeps and tries to start up, but the screen does not start up and an alarm sounds as if there is an internal test error. It cannot enter maintenance mode, and it fails to start up. Reproduction of the error was confirmed by the fse. After checking the inside of the device, it was found to be a main board failure. The fse replaced pcb,iabp main board to resolve the issue. After replacing the issue no longer occurred and the device was able to start-up without any problems. After that functional tests were performed and were good.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. When powered on, it beeps and tries to start up, but the screen does not start up and an alarm sounds as if there is an internal test error. It cannot enter maintenance mode, and it fails to start up. 3 gfe's raised no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) after powering on, the screen remains dark and does not start up, then an alarm sounds. There is no patient involvement.